Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the study reported 1 patient requiring acetabular component re-revision tha surgery due to reinfection, this surgery involved two-stage revision, addressing only the cage component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: chen ih, tzeng sc, wang CT. Cementless titanium fibermesh cup in cup-cage construct for severe acetabular defect in revision total hip arthroplasty. J arthroplasty. 2025 nov 6:s0883-5403(25)01426-3. Doi: 10.1016/j.arth.2025.11.001. Epub ahead of print. Pmid: 41205720. G2: foreign: taiwan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d1; d4; g3; h2; h6 pictures were provided in the ja, however it is unknown if they are related to the reported patient. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided in the ja, however it is unknown if they are related to the reported patient. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.